Event description:
It was reported that customer pump did not turn on, as pump button did not respond and pump only showed lights when placed on charging pad. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery.